Manufacturer narrative:
The hospital biomed performed an evaluation and repair at the customer site. The limited available information is most consistent with a pacer keypad switch assembly failure.

Event description:
The customer reported that there was a pacer failure and that the pacer led didn't come on.